Event description:
It was reported that pump experienced malfunction alarm with code malf 16 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, explained that replacement would have earlier software version with later update available through customer account, and customer acknowledged this information before call was disconnected.